Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following was received from the initial reporter: voice message caller. Using bd pen needles nothing coming out of needle - finding the npe to be missing.

Manufacturer narrative:
The following fields have been updated due to a correction: correction submitted for the reported report ID 9235517 previously submitted sent in error is incorrect, the correct report sent in error is 9385451.

Manufacturer narrative:
E.1. The customer's address is unknown. (B)(6) has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following was received from the initial reporter: voice message caller. Using bd pen needles nothing coming out of needle - finding the npe to be missing.

Manufacturer narrative:
The following fields have been updated due to a correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9235517was sent in error and confirmed a concomitant effect of the initial failure. Complaint captured under report (B)(4) MFR#9616656-2023-01218. MFR#: 9616656-2023-01239 is void as a result.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following was received from the initial reporter: voice message caller. Using bd pen needles nothing coming out of needle - finding the npe to be missing.